Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent bifurcate stent graft was implanted in a patient for the endovascular treatment of an 85 mm pre-rupture abdominal aortic an eurysm. It was reported approximately 137 months post index procedure, the patient presented emergently, with complaints of abdominal pain. CT was performed and showed what appeared to be a type 1a endoleak. It was reported that the physician decided to treat the endoleak by placing a etcf3636c49e cuff and a heli-fx endoanchor system. It was stated that the type 1 endoleak was still noted after the devices were implanted. The physician then decided to place a bilateral chimneys using a non-medtronic stents in the right and left renal artery. Ettf3636c70e was also implanted to treat the event. Final angiography was performed with no endoleak found. As per the physician, cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.